Event description:
The customer contact reported unrestricted flow. An unspecified plumset was primed with nitroglycerin (50mg/250ml) and the cassette was loaded into the pump. The plumset male adapter was then connected to the patient's IV catheter. Upon closing the door, the pump alarmed for "cassette not recognized" and reportedly the nurse noted that the door "felt loose." The nurse opened the pump door and removed the cassette. The cassette was reloaded and after closing the door, the door "flopped open and a black donut shaped piece fell to the floor." While waiting for a replacement pump, the nurse noted that the patient's blood pressure was "low" and the patient complained of nausea. The nurse noted the tubing clamp had not been closed and that the patient was receiving an unrestricted flow of nitroglycerin. The nurse closed the tubing clamp. Reportedly, the medication was flowing for approximately 30-40 seconds. The patient was treated with a 500ml bolus of an unspecified IV solution. After approximately fifteen minutes, the patient's blood pressure stabilized. The nitroglycerin therapy was restarted using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device expected to be returned for investigation. It has not yet been received.